Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete. Patient information was requested and was not provided.

Event description:
The customer reported setting changes cannot be made via the navigation ring or touch screen. The customer reported there was patient involvement and no patient harm.

Manufacturer narrative:
Follow-up root cause failure analysis states that this is the old style nav ring. No further fi is required.

Manufacturer narrative:
The fse evaluated the device while onsite. The fse replaced the front bezel to address the reported problem. The determination could not be made that the device failed to meet specifications. The device was being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem.